Manufacturer narrative:
The gastrostomy tube had been placed and the end user was sent home. At home, she was unable to flush her gastrostomy tube. She was seen by her physician and he replaced it without further incident. No injury resulted. The device was returned and evaluated. No visual abnormalities were identified. The inflation lumen was tested and the balloon inflated as intended. Resistance was met as fluid was attempted to be pushed through the feeding lumen of the tube. The tube was dissected and an obstruction was found in the middle of the tube. This likely occurred when the catheter was extruded. We have had no other similar issues reported to us.

Event description:
The gastrostomy tube could not be flushed and was replaced.